Event description:
It was reported that during a robotic sleeve gastrectomy procedure, the device was fired with a green cartridge and seamguard on the second firing of the gastric sleeve and not all staples formed. The surgeon oversewed the staple line and finished the procedure using another device. The reload was not saved. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) - damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge reload present. Additionally, the reload was received with the left side fully fired, right side outer row fully fired, right side two inner rows partially fired 1/8. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the pan was noted to be partially detached on the left end. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.